Event description:
During patient ventilation the ventilator device alert for loss of peep (positive end-expiratory pressure). The peep pressure was fluctuating between 11 and 2.5 while it should have been maintained stable. The ventilator device got swapped and the same breathing set was used again. The treatment continued successfully. The issue did not result in any patient harm. The device logs shown that the ventilator device alert for the technical events te 233003 (autozeropawfail) and te 233004 (autozeroqawfail). Worst case, loss of peep (positive end-expiratory pressure) means that there is not enough pressure (nearly) and can lead to atelectasis what makes this event reportable.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Manufacturer narrative:
Investigation outcome: it was reported the device alarmed with "loss of peep" and would drop and increase beyond configured setting (ranging from 11 to 2.5), instead of maintaining. As a result. The patient was then put on an alternative machine with the same circuit. However, there was no health consequences or impact. It was stated the device alarmed with technical events 233003 and 233004 (autozero error qaw/paw). Review of device logs also confirms this. Additional information from the partner states that the rinse flow service software test would also fail, with bubbles only produced from one tube. The pressure sensor assembly was replaced to resolve the issue and the device was returned to use. This case is considered closed.